Event description:
"A pt failed to connect a transfer set to a twin bag's port (miss spike) by clean flash." The date on how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.